Event description:
The patient reported that one of their leads had to be fixed and that they felt something moving in a circular motion in or near their heart. The following physician confirmed that the right ventricular (rv) lead was repositioned due to high thresholds approximately one month post-implant. The lead remains in use. No patient complications have been reported as a result of this event.